Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the embolism and positioning issues have been completed. The cause of the positioning issue was patient movement when turned, because the impella pulled back from aorta. The cause of the embolism issue was not determined since the product was not returned and the clinical details provided were insufficient to determine a root cause. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: embolism: impella cp with smart assist system: section: potential adverse events (united states) as noted in the impella IFU ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ impella cp with smart assist system: section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves as noted in the impella IFU ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ as noted in the impella IFU "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported an echocardiogram revealed an air bubble in the left ventricle approximately two hours after the impella was placed. Additionally, on 12/24/2022, it was reported that when the nurses were turning the patient the impella was pulled back into the aorta. The pump was removed by the physician as the patient was hemodynamically stable and the physician was unable to re-advance the pump. There was no patient harm reported, and this device was removed.